Manufacturer narrative:
Follow up will be submitted if device is returned for investigation.

Event description:
The customer's mother reported that her daughter developed hypoglycemia with a loss of consciousness. The customer's adc meter was reported to have unspecified high readings at the time of the event. The customer was taken to the hosp where she was diagnosed and treated with food for hypoglycemia.